Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "material no. 367986, batch no. 1011493. It is reported customer experienced fibrin issues. Customer is experiencing issues with 367986. They are waiting over 30 minutes prior to spinning and still having issues with fibrin clots or strangds. They have verified centrifuge operation is within spec. Lot#1011493".

Manufacturer narrative:
H6: investigation summary bd received approximately 50 samples for the investigation. The samples were kept at franklin lakes for further testing. The customer samples were tested and no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin/fibrin clots) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both customer and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to fibrin/fibrin clots. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "material no. 367986, batch no. 1011493 . It is reported customer experienced fibrin issues. Customer is experiencing issues with 367986. They are waiting over 30 minutes prior to spinning and still having issues with fibrin clots or strangds. They have verified centrifuge operation is within spec. Lot#1011493".